Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. B.2 revised selections are they were previously not entered correctly on the initial manufacturer device report number 1220648-2025-25699.

Manufacturer narrative:
Patient-specific information, implant/explant dates and event date are unavailable or unclear at the time of this medical device report writing and therefore respective fields have been populated with "unknown" or left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient was implanted an impella cp device via the left femoral artery for mechanical circulatory support (mcs) followed by percutaneous coronary intervention via the right femoral artery. While on impella cp mcs, the patient's left leg appeared to be ischemic with a lower temperature than the right. After a computed tomography scan, it was determined that the patient's leg condition was too severe to be saved. The patient's impella side left leg was amputated. Further comments, noted the patient had very sick and especially small (diameter) blood vessels and also a central line was hard to place. The latest update indicated the patient was reportedly in critical condition following these events. No further information was provided. Days between implant and ischemia are unknown.